Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle appeared to be a black rubber-like substance, similar to ke-45 silicone rubber but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and the facility device reprocessing was reported to have been implemented in accordance with the IFU, however, the observed foreign substance would likely have accumulated during reprocessing. The event can be detected by following the instructions for use sections below: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspection of the endoscope ¿8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. Inspection of the objective lens cleaning function inspection of the water feeding function ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the following were found during the device evaluation: glue on bending section rubber was separated and deteriorated, light guide rod lens cracked, plastic distal end cover had dents, connecting tube protector was damaged, charge coupled device cover lens chipped, angulation out of specification and clogging the nozzle. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the was no air from the insufflation system, and there was clogging between the cylinder and distal end of the evis exera iii colonovideoscope. During evaluation of the device there was a black rubbery material clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no patient harm associated with the event.